Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl. Reportedly, while the customer was sleeping, the pump inadvertently fell onto the ground and subsequently, the cartridge popped out of the pump as result of striking the ground. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.